Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the fire department found the customer unconscious and in a coma at her house. It was stated that the customer passed away of a heart attack. The caller stated that in less than twenty four hours the customer was pronounced dead at the hospital. The coroner considered not doing an autopsy due to her medical history. It was stated that the customer was wearing the insulin pump at time of death. No further information was provided.